Manufacturer narrative:
The company representative who attended the event supposed that the event may have occurred due to the surgeon applying excessive force on the robot arm. The technical investigation confirmed that in fact it occurred due to a known design defect. Event summary, device history record review and complaint history review did not identify contributing factors.

Event description:
It was reported that during a surgery the device experienced a communication failure after the robot arm was put in free and fast mode.